Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. The customer provided their cleaning, disinfection, and sterilization process stating the manual cleaning is performed with anios clean excel d detergent and anios oxi'zym-hl disinfectant. The scopes are stored horizontally, and olympus is the maintenance company. The scopes are not sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to the service center where evaluation found curved rubber wear, an ig bundle missing, and cracks inside the channel. None of these issues are reportable and due to normal wear and tear. The customer results were 6 colony forming units (cfus) found sampled from all channels, the country results were <1 cfus found sample from all channels, therefore the complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor the field performance of this device.